Event description:
In 2008, the surgeon recalled to the medtronic rep an event that occurred on approx six months earlier during a thyroidectomy procedure, and similar to an event on MDR 1045254-2008-00022. Approx. 1 hour into the procedure, the anesthesiologist noticed gradually increasing airway pressures and began checking tube placement. Soon he was completely unable to ventilate the pt and a code arrest was called. The airway was re-established and the procedure completed. Pt sent to ICU and later transferred to hospital for observation. It was determined that there was neurological damage to the pt. Hospital now reports that the pt is progressing well. No previous report was filed by the hospital because they could not determine a root cause.

Manufacturer narrative:
The product in question was not returned for eval.